Event description:
It was reported that the patient was unhappy with his inflatable penile prosthesis (ipp) due to performance/inflation issues after two surgical procedure. A surgical procedure was performed. The ipp was removed and replaced with an ambicor penile prosthesis (app). The patient had a good outcome with no further complications.